Event description:
The customer reported that the system keeps having beeping sound, only taking one picture and not taking multiple pictures. This happened during a case. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the pcb controller, but the replacement did not correct the issue. The rep replaced the at com pcb then checked and verified system fully operational by taking several images over a period of 30 minutes. No problems or errors.